Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A material manager reported that a handpiece presented with no power. The timing o the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on september 1, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the event occurred before surgery. The hp also produced a system message. The handpiece was exchanged to complete the case. There was no patient harm.